Event description:
It was reported that customer experienced high blood glucose with ketones present; suspected cause of the high reading was unknown. Highest blood glucose was reported as greater than 1000 mg/dl and ketone level was not described as dangerous or life threatening. Customer went to emergency room, was subsequently hospitalized for two days. Customer received intravenous saline and insulin treatment that resolved the issue and was released from hospital on (B)(6),2026 with no damaged sustained.